Manufacturer narrative:
The MDR initial report was sent in error. Please consider the MDR closed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. (B)(6): on dd-mmm-yyyy, the reporter contacted animas alleging the display was dim/fading. There was no indication that the product caused or contributed to an adverse event or required medical intervention. This malfunction is generally obvious and detectable by the user. In addition, the owners booklet instructs the user to call their healthcare team or animas when they have a question or cannot understand an issue with the pump.